Event description:
Reportedly, the pencil cord was "folded with) the forceps" and the handpiece was activated. As the surgeon used the handpiece, a part of the patient's abdominal area and surgeon's elbow touched the forceps. This caused them to be "scalded with it a little." Upon device testing it was observed the cord was damaged and the wire was exposed. This damage is consistent with the customer's report saying the cord was "folded (with) the forceps." When the cord was tested the device failed "hipot" testing.